Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided, and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Customer service advised the customer to insert the battery pack with more force to ensure it latched correctly. After this adjustment, the battery latched securely, and the unit powered on as expected. The AED was fully functional and remained in service following the resolution. No further issues were reported.